Manufacturer narrative:
(B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient got hospitalized (B)(6) 2025 due to bent cannula leading to hyperglycaemia. The event occurred three hours after insertion. The insertion site was abdomen. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with treated by manual bolus no further information available.